Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted some sort of bubbles or occlusion inside the flush lumen. Additionally, it was noted that the strain relief/luer was detached from the catheter. A guidewire was inserted through the catheter, and the catheter was deployed to basket and flower without difficulty. Flushing was then tested through the irrigation line. Flushing was functional in all deployment states. Based on testing of two returned devices with similar attributes, the observed material inside the flush lumen was found to be consistent with adhesive. It is not abnormal to potentially have the adhesive flow in between the flush lumen and strain relief, resulting in the observed bubbles. Since flushing through the lumen was functional, no leak path allowed for the adhesive to flow into the flush lumen and cause an occlusion.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A "foggy" area at the end of the drip line of the catheter was noticed, and closer inspection revealed a collection of a clear residue where the line entered the catheter handle. Some of the residue was able to be scratched off by a technician. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A "foggy" area at the end of the drip line of the catheter was noticed, and closer inspection revealed a collection of a clear residue where the line entered the catheter handle. Some of the residue was able to be scratched off by a technician. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.